Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump is not working. The customer stated that she reverted to manual injections and had been off the insulin pump for three weeks. The customer's blood glucose was 385 mg/dl. The customer was unable to troubleshoot because his blood glucose levels were too high and he was incompetent. Customer stated that after visual inspection, her doctor found that there was corrosion in the battery compartment. Customer stated she had problems with the pump not turning on. Advised customer that the insulin pump would be replaced. Nothing further reported.